Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Ems responded and the patient was transported to the emergency dept. The patient will continue to wear the lifevest after discharged from the hosp. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): (B)(4) 2010- reuse, electrode belt (B)(4): (B)(4) 2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Supraventricular tachycardia at 174bpm contributed to the first false detection. Supraventricular tachycardia at 175bpm contributed to the second false detection. The patient was conscious at the time of the event. The patient's son was present. A review of the downloaded data confirms that the response buttons were pressed throughout the event but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillations. Ems responded and the patient was transported to the emergency dept. The patient will continue to wear the lifevest after discharged from the hosp.